Event description:
It was reported that the patient had ventricular tachycardia (vt). The device failed to deliver high voltage therapy due to low defibrillation impedance observed on the right ventricular (rv) lead. Subsequently, the device appropriately detected the vt and successfully delivered high voltage therapy. During in-clinic follow-up, the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.